Event description:
As reported by legal brief, on or about (B)(6) 2014, patient underwent a bilateral total hip replacement surgery, which included simultaneous right and left total hip arthroplasties. During the right total hip arthroplasty, patient was implanted with a novation integrip crown cup cluster-hole acetabular shell, a novation neutral connexion gxl polyethylene liner, a size 9 alteon tapered wedge stem (standard offset), and a 36 mm ceramic biolox femoral head (-3.5 offset). Patient needed to have his right implant revised, he needed to wait several months to recuperate from his left hip revision surgery so he could have one functional leg upon which he could bear weight. He thus spent about a year of his life enduring revision surgeries, recuperation, and physical therapy treatments. Then, on or about (B)(6) 2022, patient underwent another painful and risky hip replacement revision surgery, this time on his right side to remove the defective right-side gxl liner due to ¿premature polyethylene liner wear.¿ patient right-side gxl liner and femoral head were removed, and he was implanted with a new novation xle neutral polyethylene liner (32/52) and a 32 mm +3.5 biolox delta ceramic femoral head. Intraoperative findings revealed ¿massive heterotopic ossification,¿ ¿5 ml of clear yellow fluid,¿ an ¿extensive pseudocapsule, and a ¿synovial scar with a tremendous amount of scar.¿ the surgeon who performed patient¿s second revision surgery, again, noted ¿there was obvious wear of the polyethylene.¿ patient at the young age of thirty-four years has endured and continues to endure a painful recovery and rehabilitation process from his revision surgeries.

Manufacturer narrative:
Concomitant medical products: integrip cc, cluster 52mm, g2 (cat# 186-01-52 / serial# (B)(4)). Wedge plasma s/o sz 9 (cat# 188-00-09 / serial# (B)(4)). Alteon 6.5mm screw, 25mm (cat# 180-65-25 / serial# (B)(4)). Biolox delta femoral head 36mm od, -3.5mm (cat# 170-36-93 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6. Investigation results - the revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear after being implanted for 6+ years. It should also be noted that using a group 2 acetabular liner with a 36mm femoral head creates a combination of the largest available head and the thinnest available acetabular liner (for group 2), which is a risk factor for early wear and lysis specified in hhe2020-09-11-02. However, the reported wear and reason for revision cannot be confirmed as the devices were not available for evaluation and no pictures, radiographs, or medical records were provided at the time of this evaluation. These devices are used for treatment not diagnosis. There is no other information available.